Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter, the filter became tilted. An attempt was made to reposition the filter with a snare; however, the filter limbs became crossed. The filter was removed and another filter was successfully deployed without incident. There was no reported injury.